Event description:
It was reported that(1) device was used during an unknown procedure. It was reported by the affiliate that the tx60b instrument was fired and there was a staple line leakage. Another instrument was used to complete the case. There was no consequence to the pt.